Event description:
Clinical study. (It is unknown the name of this clinical study, but it was reported that the study was a non-boston scientific clinical study). It was reported that two days following a coronary drug eluting stenting treatment procedure, there was stent thrombosis and the patient died. A 3.5x16mm taxus express2 drug eluting stent was implanted in a very tight lesion located in the unprotected left main coronary artery. Initially, there was favorable outcome with "complete abolition of left cardiac insufficiency signs". Two days later, the patient experienced stent thrombosis and died. Additional information has been requested.

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. All relevant personnel have been notified of this complaint. We will, however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality.